Event description:
It was reported the system would not boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator boards and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.